Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk ps fixed tibial insert size 4 -14 mm. Code 02.07.0414psf / lot 102832 (B)(4) all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Eleven items belonging to this lot have been already sold an no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related: according to our evaluation, in a gmk tkr the ps insert can be mobilized only if there has been a bad positioning during surgery. In fact in this case the screw was in site and no other cause can be identified.